Manufacturer narrative:
The device was explanted on (B)(6) 2024 the device was returned for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The device interrogation revealed the eos battery status, detected after explantation of the device on (B)(6) 2024. Next, the ICD was subjected to an analysis of the electrical parameters. The current consumption of the ICD was checked and found to be normal and as expected. Analysis of the battery condition, however, showed an inconsistency of charge taken from the battery and the battery voltage. A premature battery depletion could be confirmed during analysis. Please note that this ICD is affected by the field safety corrective action, bio-lqc, initiated in march 2021.

Event description:
It was observed at an in-house follow-up that the device shows the eri status. The replacement of the device is under consideration. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.